Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to boston scientific. A good faith effort to obtain the information is in progress, but it was not available as yet.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure (laac) procedure. Post-procedure, a pericardial effusion (pe) was noted. Prior to the procedure, a baseline trace effusion was noted. The case was said to be challenging, requiring a second transseptal, multiple watchman devices used and several recaptures/re-positioning attempts. The device was eventually released, and upon doing a final sweep with transesophageal echocardiography (tee), a small to moderate effusion was noted near the right atrium and right ventricular. Pericardiocentesis was performed to remove roughly 300cc of fluid. No tamponade or perforation noted, patient's blood pressure remained stable throughout. Patient was kept overnight for monitoring, expected to be discharged. The product return is not expected.